Manufacturer narrative:
Computer software performance tests conducted and scans were found not to protocol. Operational context contributed to event.

Event description:
Medtronic rep reported that during a cranial surgery, the site alleged that system was up to 1cm inaccurate. The surgeon said they were accurate initially, but at some point later on in the case they noticed the inaccuracy. In this procedure a pointmerge registration was used. There was no impact on pt outcome reported.